Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review completed 17 sep 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: non-healthcare professional ¿ attorney. Concomitant medical products: attune fb tib base sz 5 cem; attune cr fb insrt sz 6 6mm.

Event description:
The patient underwent a right knee revision due to patella subsidence and loosening at the cement to implant interface. The surgeon reported the patella component had essentially no fixation with the pegs. The surgeon noted lucency under the anterior aspect of the femoral component, with minimal bone loss with removal of the femoral component. Depuy cement was used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2018, right knee.